Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set was "pierced" near the valve. This was noted during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a cut in the tubing approximately half inch above the inlet port of the check valve. Closer microscopic inspection identified a jagged cut running across the tubing. Functional testing was performed and a leak was observed from the identified location. The reported condition was verified. The cause of the condition was determined to be a misalignment issue with the top-segment machine which resulted in the grippers pinching and cutting the tubing. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: (medication leaked from the hole in the tubing.) (Lot number and expiration date), the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.